Event description:
The customer reported a cloudy effect while shaving soft tissue during a left knee arthroscopy and felt that this effect was iron fillings coming from the shaver blade. The surgeon was fearful of cartilage damage. Extra suction, irrigation of the joint was performed and antibiotics were administered to the patient.

Manufacturer narrative:
The shaver blade has not been returned for evaluation to date. A follow-up report will be filed upon receipt and evaluation of the device.